Event description:
It was reported that this right ventricular (rv) lead showed a gradual rise in pacing impedances and a lead safety switch (lss) was triggered due to high, out of range values reached. After the lss was triggered, the impedances went into within range values. Furthermore, the rv automatic capture values also increased at the same time as impedances and also decreased to normal values after the lss. Finally, noise over sensing with more than two seconds pacing inhibition was observed. A situation with the ring electrode was suspected as the lead is coaxial. At this time the pacemaker was explanted due to normal battery depletion and the rv lead was surgically abandoned at the same surgical procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.